Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, multiple supply changes were performed to address the issues; however, the issue persisted, and the customer reverted back to manual injections. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.